Manufacturer narrative:
The sample associated to this report was not returned for evaluation. Without the sample, the customers report of "cuff leak" cannot be confirmed. Fortunately, the lot number was provided which allowed mfg to conduct a device history review for lot # 0411000401. The results revealed no non conformance for that specific lot number. No further activity required.

Event description:
On 07/13/05, nellcor puritan bennett received a report that the balloon on 8dfen tracheostomy tube is not staying inflated; this incident occurred at the pt home. The customer reported the pt was not properly ventilated and suffered some discomfort, but no injury.